Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became damaged and would no longer charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer¿s blood glucose level.